Event description:
It was reported there was a right ventricular lead warning for bipolar impedance below 200 ohms. The lead polarity was reprogrammed unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.